Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that user required logging into the servers to update the static domain name system (dns) entries. The technical support specialist (tss) advised customer that ip change needs configuration updates on both pyxis and customer network side; the tss verified domain name system (dns) settings already configured properly. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server user required logging into the servers to update the static domain name system (dns) entries. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.